Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx drug eluting stent to treat a mildly tortuous and calcified lesion located in the proximal right coronary artery (rca). The device was inspected with no issues noted. Negative prep was performed without issue. It was reported that stent deformation occurred in vivo during positioning/advancement. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient was reported to be alive with no injury.

Manufacturer narrative:
Product analysis summary: the device returned for evaluation. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 22nd, 23rd and 24th distal stent wraps, with struts raised and stretched. Deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel, most likely due to hardened blood in the guidewire lumen. Deformation was evident to the hypotube, immediately distal to the strain relief. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.